Event description:
It was reported to boston scientific corp on august 18, 2008, that a corflo cubby low profile gastrostomy device was used during an enteral feeding procedure, performed in 2008. According to the complainant, the locking adapter of the button was damaged eight days after placement. The procedure was completed with a different device (device unk). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed of, and is not available for return. A device evaluation cannot be performed, the cause of the reported event is undetermined.